Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an externalized conductor was observed. All electrical measurements were normal. The lead remains implanted.